Event description:
It was reported that patient underwent a hip replacement surgery on (B)(6) 2014 due to severe bone loss. Revision procedure to revise liner and ceramic head was performed on (B)(6) 2014 due to dislocation. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned as product is still implanted. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.